Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0868 inches. No over delivery anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump was over delivering while in auto mode. The customer¿s blood glucose level was 70 mg/dl at the time of the incident and 223 mg/dl at the time of the call. The customer reported the pump was over reactive during auto mode. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump, reservoir, and infusion set will be returned for analysis.